Event description:
Pt was in interventional radiology for replacement for bilateral nephrostomy tubes. Catheter was unable to be used because it could not be fed over guide wire. There was no harm to the pt, another catheter was obtained and used.